Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-24259. It was reported the patient's physician called a sjm representative regarding the notification sent by sjm in reference to the heating while charging issue. The physician stated the patient has experienced discomfort but did not clarify if the discomfort was because of heating while charging. A replacement charging system was sent to the patient. A replacement charging system was sent to the patient. Also, the patient is pending a follow-up with a sjm representative to gather additional information regarding the discomfort. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Recall: 1627487-07262012-001-c, 1627487-12192011-003-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.